Manufacturer narrative:
(B)(4).

Event description:
The 6-4 mm amplatzer duct occluder ii (adoii) embolized to the pulmonary artery post deployment. The adoii was snared and removed. Another adoii was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.